Event description:
This is a spontaneous case report received from a female adult consumer via letter (in which she holds company liable for the damage caused) in (B)(6) on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted. In 2011 the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Follow-up information is expected. A safety-quality evaluation was received on 25-aug-2016. Ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality detect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This case was considered potential legal case. This event, considered as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is being sought..

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign material was removed due to various physical complaints have developed') in an adult female patient who had essure (batch no. 806698) inserted for sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign material was removed due to various physical complaints have developed') in an adult female patient who had essure (batch no. 806698) inserted for sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: safety-quality evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality detect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-sep-2020: lot number added - 806698. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain / pain in her hip and pelvis'), device breakage ('after removal of the essure it was found that metal fragments remained in her body'), salpingitis ('fallopian tubes became infected (after essure insertion)') and device dislocation ('after each operation, it was found that the essure had continued to migrate through her body / metal from the essure could be found in several places in her abdominal cavity') in an adult female patient who had essure (batch no. 806698) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), arthralgia ("constant pain / pain in her hip and pelvis"), allergy to metals ("developed allergic reactions (because the essure contained nickel)"), inflammation ("developed inflammation in several places in the rest of her body, including her hip"), menstrual disorder ("menstrual problems"), alopecia ("hair loss"), tooth disorder ("dental problems"), complication of device removal ("after removal of the essure it was found that metal fragments remained in her body") and infection ("frequently suffered from infections (due to the small fragments of the essure)"). The patient was treated with surgery (both of her fallopian tubes and her uterus had to be removed and four surgeries were required to entirely remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and arthralgia had not resolved and the device breakage, salpingitis, device dislocation, allergy to metals, inflammation, menstrual disorder, alopecia, tooth disorder, complication of device removal and infection outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, complication of device removal, device breakage, device dislocation, infection, inflammation, menstrual disorder, pelvic pain, salpingitis and tooth disorder to be related to essure. The reporter commented: that many of the symptoms disappeared after surgery, but the patient is not yet well. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: new reporter type (lawyer) and date of essure removal were provided.new adverse events added: constant pain, pain in her hip and pelvis, four surgeries to entirely remove the essure, developed allergic reactions (because the essure contained nickel), fallopian tubes became infected (after essure insertion), developed inflammation in several places in the rest of her body, including her hip, menstrual problems, hair loss, dental problems, after removal of the essure it was found that metal fragments remained in her body, frequently suffered from infections (due to the small fragments of the essure remaining in her body), after each operation, it was found that the essure had continued to migrate through her body and it could be found in several places in her abdominal cavity. Final reporter unticked. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain / pain in her hip and pelvis'), device breakage ('after removal of the essure it was found that metal fragments remained in her body'), salpingitis ('fallopian tubes became infected (after essure insertion)') and device dislocation ('after each operation, it was found that the essure had continued to migrate through her body / metal from the essure could be found in several places in her abdominal cavity') in an adult female patient who had essure (batch no. 806698) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), arthralgia ("constant pain / pain in her hip and pelvis"), allergy to metals ("developed allergic reactions (because the essure contained nickel)"), inflammation ("developed inflammation in several places in the rest of her body, including her hip"), menstrual disorder ("menstrual problems"), alopecia ("hair loss"), tooth disorder ("dental problems"), complication of device removal ("after removal of the essure it was found that metal fragments remained in her body") and device related infection ("frequently suffered from infections (due to the small fragments of the essure)"). The patient was treated with surgery (both of her fallopian tubes and her uterus had to be removed and four surgeries were required to entirely remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and arthralgia had not resolved and the device breakage, salpingitis, device dislocation, allergy to metals, inflammation, menstrual disorder, alopecia, tooth disorder, complication of device removal and device related infection outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, complication of device removal, device breakage, device dislocation, device related infection, inflammation, menstrual disorder, pelvic pain, salpingitis and tooth disorder to be related to essure. The reporter commented: that many of the symptoms disappeared after surgery, but the patient is not yet well. Lot number: 806698, manufacturing date: 2010/11, expiration date: 2013/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain / pain in her pelvis'), device breakage ('after removal of the essure it was found that metal fragments remained in her body'), salpingitis ('fallopian tubes became infected (after essure insertion)') and device dislocation ('after each operation, it was found that the essure had continued to migrate through her body / metal from the essure could be found in several places in her abdominal cavity') in an adult female patient who had essure (batch no. 806698) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), allergy to metals ("developed allergic reactions (because the essure contained nickel)"), menstrual disorder ("menstrual problems"), arthralgia ("constant pain / pain in her hip"), inflammation ("developed inflammation in several places in the rest of her body, including her hip"), alopecia ("hair loss"), tooth disorder ("dental problems"), complication of device removal ("after removal of the essure it was found that metal fragments remained in her body") and device related infection ("frequently suffered from infections (due to the small fragments of the essure)"). The patient was treated with surgery (both of her fallopian tubes and her uterus had to be removed and four surgeries were required to entirely remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and arthralgia had not resolved and the device breakage, salpingitis, device dislocation, allergy to metals, menstrual disorder, inflammation, alopecia, tooth disorder, complication of device removal and device related infection outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, complication of device removal, device breakage, device dislocation, device related infection, inflammation, menstrual disorder, pelvic pain, salpingitis and tooth disorder to be related to essure. The reporter commented: many of the symptoms disappeared after surgery, but the patient was not yet well. Lawyer reported essure lot # 806698 manufacturing release date was 15 december 2010 lot number: 806698 manufacturing date: 2010/11 expiration date: 2013/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2021: new reporter type (lawyer) added and imdrf codes updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 12-sep-2016: no consent was received from consumer. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-sep-2016 for the following meddra preferred terms: medical device removal: the analysis in the global safety database revealed 415 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This case was considered potential legal case. This event, considered as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained since consumer did not provide consent.